Event description:
During an operation the surgeon tried to fit the humeral cup device into the epiphysis right, during this the humeral cup device did not fit correctly, it was loose inside of the epiphysis even when attaching. So the surgeon tried to fit a new humeral cup but with the same outcome as the first one. When opening a new epiphysis device the humeral cup device was seated correct and firmly. Joint reconstruction side affected: right side quantity affected: 2 . Was there any reported patient or user harm? No. Was there a significant delay? Unknown. Would you like a return label at the end of this process? Yes. This parcel contains biohazardous materials and/or materials used during a medical procedure yes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.